Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving gablofen (500 mcg/ml, 314.8 mcg/day) via an implantable pump for intractable spasticity. The patient was brought in due to failing therapy (decreasing therapy efficacy). On (B)(6) 2018, an exploratory surgery occurred and was inconclusive. The catheter was flowing freely, and the pump contents were measured against the pump report and were accurate. The hcp used their judgment and replaced the entire system. The issue was resolved at the time of this report. The patient's status was alive - no injury. There were no reported environmental, external, or patient factors that may have led or contributed to the event.

Manufacturer narrative:
Analysis of the catheter revealed no significant anomaly, miscellaneous acceptable testing; catheter incomplete /returned in seg ments. If information is provided in the future, a supplemental report will be issued.